Event description:
Before an air emergency transport, the imed pump connected to a four month old patient was programmed to deliver 35ml of fluid. The initial set-up procedures ( connecting the tubing together) indicated the pump was functioning properly. Throughout the flight, the pump showed flow and delivery of fluid. Upon destination arrival, the pump indicated 27.8 ml of fluid had been delivered, yet the flight nurses found the buretrol container still contained original 50 ml and the IV site had clotted off. No fluid was delivered dto the patient. As soon as the flight nurse discovered there was a problem, the system was checked for the possible cause. Only during this system check did the unit begin to alarm continuously. Following this incident, the pump was taken to another hospital's biomedical engineering department for evaluation. The patient experience dehydration as a result of the pump malfunction. The patient recovered from this incidentdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: electric problem - short circuit, alarm failure, transducer. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.